Manufacturer narrative:
UDI: (B)(4). One (1) mmsi final tightener ¿ x25 driver [product code: 2797-12-600, lot no: g0808] was returned to the customer quality unit (cqu) for evaluation. Visual examination revealed that the hexlobes on the x-25 driver¿s distal tip had become stripped. Noted damage indicated that the stripping occurred in the direction of tightening. This damage is consistent with a driver that was subjected to unanticipated forces during the tightening process, resulting in the distal tip of the driver becoming stripped. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the driver¿s distal tip becoming stripped cannot be positively determined. However, the noted damage is consistent with a driver that was subjected to unanticipated forces during the tightening process, resulting in the distal tip of the driver becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device evaluation anticipated. Investigation will be conducted. Follow up will be filed with the findings if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was performing scoliosis surgery, as he was doing during final tightening, the surgeon noticed that the torque drive shaft to final tighten the single innie locking caps was damaged at the distal portion of the instrument as well. Specifically, the threads present at the distal end are slimming down and are turned (making the instrument less efficient for tightening the caps). No delay was obtained during the case. Since the patient was not affected by this instrument, no patient information was obtained.